Event description:
A customer reported that their AED malfunctioned. They reported that this did not occur during patient use.

Manufacturer narrative:
This AED was not returned and the root cause could not be determined. Based on the fact that this AED is well beyond its 10-year design life, the customer was advised to remove the AED from service.